Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with the insulin pump. Customer stated the insulin pump continued to alarm no delivery, even when she was disconnected at the quick release. The customer blood glucose was 396 mg/dl. She took shoot and her blood glucose was 257 mg/dl. Prior to calling it was 146 mg/dl. Troubleshooting was performed on the insulin pump. Fixed prime was performed, insulin did exit, and the insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the reservoir, then manually push insulin using the reservoir plunger. Customer stated insulin did exit. Manual prime was performed on the insulin pump, and it worked as designed. The customer was advised the alarm was caused by an infusion set and reservoir occlusion. The customer is not returning the reservoir for analysis.